Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the physician decided to trial using a morcellator. During the procedure, the morcellator malfunctioned and the patient had to be admitted post procedure. It was noted that there were no device issues with the fiber during the procedure. The patient has been discharged.